Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "blood flowed into the pressure sensor" of a prismaflex machine during continuous renal replacement therapy with an unspecified type of prismaflex set. Treatment was discontinued and the blood was returned to the patient. The machine sensor was replaced and adjusted to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.